Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 512 mg/dl. The customer treated first with a bolus from the insulin pump. Customer¿s blood glucose was 578 mg/dl and 581 mg/dl at time of hospitalization. The customer experienced symptoms like difficulty in breathing and throwing up. The customer was treated with shot of novolog. Troubleshooting was performed. Customer reports insulin exited at the quick release. The customer was wearing the insulin pump during the hospitalization. Customer performed displacement test and high pressure test, it passed. Customer states that cannula was very bad bent. The insulin pump will not be returned for analysis.